Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at (B)(6), the device failed the 8 psi occlusion pressure test, recording a pressure of 33.8 psi, which is outside the acceptable range of 0 to 16 psi. The issue was successfully resolved by recalibrating the 8 psi calibration value from 400 to 305. CAPA-15 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint (B)(4).

Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at (B)(6), the device failed the 8 psi occlusion pressure test, recording a pressure of 33.8 psi, which is outside the acceptable range of 0 to 16 psi. The issue was successfully resolved by recalibrating the 8 psi calibration value from 400 to 305. No patient involvement was reported.